Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The assignable cause were depleted main batteries. The main batteries and battery harness were replaced. The device has been evaluated onsite. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
On (B)(6) 2010, during a review of the event history for another report of a colleague infusion pump, a battery depleted set alarm was found to have occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version is 5.06.00, categorized as unremediated.